Event description:
The customer reported three unsuccessful attempts to calibrate the abbott axsym rubella lgg assay and observed elevated master calibrator rates with new rubella reagent and calibrators. The customer reported the sample and processing probes were replaced less than a year previous to the calibration issue and, recent checks of the instrument optics and decontamination of the instrument were performed. The customer was advised to perform tubing decontamination, replace the bulk mup solution, and replace both instrument probes. Despite the efforts by the customer, the rubella recalibration was unsuccessful. The customer was sent a new lot of reagents and standard and master calibrators. The customer attempted recalibration with the new lot of rubella reagent which was unsuccessful. The abbot field service representative was sent to the customer site. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(No consequence or impact to patient). (Calibration error). (Error message given). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.